Event description:
In 2009, equipment - plug of wand not being accepted by arthrocare machine. Representative in room also tried. Unable to connect. Opened new wand which worked fine. No patient injury. Product was not used on the patient.